Event description:
A patient reported experiencing inaccurate erratic results with an ot ii hospital meter. The patient's blood glucose results were 282 mg/dl (meter), 556 mg/dl (lab). Tests were done 2 minutes apart with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.

Event description:
Pt #2: pt reported experiencing inaccurate results with an ot ii hosp meter. The pt's blood glucose results were 299 mg/dl (meter), 427 mg/dl (lab). Tests were done 12 minutes apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.